Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack and chip on both front corners on top of case. Unable to duplicate the customer?s reported issues. The root cause of the reported issues was not found. Auxiliary control unit watchdog primary audio alarm is a sympathy alarm, it is sympathizing the primary audible alarm background test. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Performed maintenance and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that auxiliary control unit watchdog primary audio alarm event occurred. No patient injury reported.